Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the system pcb and interface pcb assemblies. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed interface pcb assembly and determined that the cause of the reported issue was due to an electrical short on connector, designator j31. Pins 25 and 23 of the connector was shorted.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.